Event description:
Patient taken to surgery for anterior interbody arthrodesis, application of intervertebral implantable hardware and fusion due to chronic back pain. Upon the surgeon utilizing the ethicon ligaclip it misfired and would not adequately stop the bleeding as it was intended to do by applying a clip. No injury occurred with the misfire, the device would just not release a clip. Surgeon removed this ligaclip applier from the field and obtained a second device of same type/model and completed procedure with no further complications. Patient sent to recovery.